Event description:
Synovitis. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female pt (age not provided), initials unk, with osteoarthritis (kellgren-lawrence grade 4 and no prior effusion). This case belongs to a batch of icsr's from a company purchased database containing a collection of data from 10/1997 to 07/2010. The pt's medical history was significant for previous treatment with three courses of synvisc (hylan g-f 20). It was reported that the age at the time of first course of synvisc was (B)(6). On an unspecified date, the pt initiated treatment with first intra-articular synvisc injection of fourth course in both knees, dosage regimen not provided. On (B)(6) 2003, the pt received the second injection in both knees. The lot number for synvisc was not provided. On (B)(6) 2003, the pt experienced synovitis of both knees. On an unspecified date in (B)(6) 2003, the pt received treatment with intra-muscular betamethasone at a dose of 1.3 cc (frequency not provided) for synovitis in both knees. On (B)(6) 2003 (after 24 hours), the pt recovered from the event of synovitis of both knees. The intensity for the event of synovitis was assessed as moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis of both knees as definitely related. Follow-up information was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 04/10/2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsr's from a database extraction containing a collection of data from 10/1997 to 07/2010. The benefit risk profile of the product is not altered by this report.